Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Cause of death was requested but not received. This event involves a legal case in progress or potential litigation. The proprietary nature of the event may affect follow up efforts. If additional relevant information is received, a supplemental report will be submitted. It is not known if the device was explanted post mortem. Attorney alleged that the patient died while an emergency patient at a hospital, 'as a result of this product's malfunction'. Additional information was received, reporting that the patient suffered a witnessed cardiac arrest, and ems was called. The patient was transported to the emergency room, where his heart rythym was pulseless electrical activity. Despite CPR, and advanced cardiac life support, the patient was pronounced dead approximately 20 minutes after arriving at the hospital. It was noted that the patient also suffered an aortic dissection. There is no indication from a health care professional that the patient's death was device related. Conclusion can be drawn other (an appropriate device code cannot be identified).

Event description:
An attorney alleged that the patient died while an emergency patient at a hospital, 'as a result of this product's malfunction'. Additional information was received, reporting that the patient suffered a witnessed cardiac arrest, and ems was called. The patient was transported to the emergency room, where his heart rhythm was pulseless electrical activity. Despite CPR, and advanced cardiac life support, the patient was pronounced dead approximately 20 minutes after arriving at the hospital. It was noted that the patient also suffered an aortic dissection. There is no indication from a health care professional that the patient's death was device related. Relating to the patient's lead, there were further allegations by an attorney indicated the patient is deceased.

Event description:
An attorney alleged that the patient died while an emergency patient at a hospital, 'as a result of this product's malfunction'. Additional information was received, reporting that the patient suffered a witnessed cardiac arrest, and ems was called. The patient was transported to the emergency room, where his heart rhythm was pulseless electrical activity. Despite CPR, and advanced cardiac life support, the patient was pronounced dead approximately 20 minutes after arriving at the hospital. It was noted that the patient also suffered an aortic dissection. There is no indication from a health care professional that the patient's death was device related.

Manufacturer narrative:
The device is part of the advisory for this model. All information known was provided per the complainant. Therefore, no attempts for additional information will be made. The patient is involved in a settlement involving the sprint fidelis leads. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Cause of death was requested but not received. This event involves a legal case in progress or potential litigation. The proprietary nature of the event may affect follow up efforts. If additional relevant information is received, a supplemental report will be submitted. It is not known if the device was explanted post mortem.